Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed in the distal region that the insulation was rubbed through and the conductor cable leading to the ring electrode fractured. These damages are assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Furthermore, the rv shock coil was found deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to oversensing leading to inappropriate therapies.

Event description:
It was reported that the lead was explanted due to oversensing leading to inappropriate therapies.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july 10, 2024, and march 06, 2025, recorded the pacing impedance around 600 ohms with decrease to 250 ohms in february 2025 and increase to 2000 ohms at the end of the recording period. Furthermore, the shock impedance showed stable values around 80 ohms. The analysis of the provided iegm episodes from (B)(6) 2025 revealed artifacts on the ff and rv channel, which led to the reported oversensing as well as an inappropriate shock deliveries. The available photos of the explanted lead showed blood infiltration in the lead¿s lumen in the region distal to the atrial dipole. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was explanted due to oversensing leading to inappropriate therapies.